Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure occurred during ventilation . There was no patient harm. Manufacturer¿s ref#:(B)(4).

Manufacturer narrative:
The ventilator was inspected on site. The fault was isolated to the turbine module, the turbine was replaced and returned for investigation. Simulated use testing of the received turbine module reproduced the reported issue after 3 minutes of test ventilation. The evaluation of the returned device logs can also confirm the event regarding the generated technical alarm during ventilation. Our investigation has concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm during ventilation. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer¿s ref#: (B)(4).